Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was no in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). The customer was advised that a covidien customer support engineer (cse) will need to visit to download the current software. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).